Manufacturer narrative:
The tech found the hex rod at the head end of the stretcher was bent and the rocker arm slipping. The tech replaced the hex rod and reconnected the rocker arm to repair the stretcher.

Event description:
Info rec'd indicates the brakes would set and hold at the foot end of the stretcher but not hold at the head end.